Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The cutter was slowing and then stopping during surgery. The vacuum appeared to slow or not work at all. This may be due to a clog because cutter was not working. No quantities available and not sure if product will be returned. Lot numbers unknown.